Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device was received with high sleep current due to corrosion at electronic assemblies. However, passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored for 24 hours and no blank display, backlight anomalies or replace battery now, battery change alarms were noted. Power connector plug in and locked in place properly. Device was received with corroded battery tube, cracked case on the back at the battery tube area, cracked battery tube threads, cracked keypad overlay at select button. Device was received with minor scratched display window, case and keypad overlay texture damaged. Device received with faded serial number label.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was blank. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.